Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for pre-dilation. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).